Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) may require maintenance. There were no injuries reported.

Manufacturer narrative:
(B)(6) 2024 dv addl iu info: pt involved, no injury, info asku, site contact info a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the "iabp may require maintenance" and "iab catheter restriction" messages. The fse replaced the video generator board, rg4, rg5, drive manifold assembly, and the pressure and vacuum storage tanks, however, the error message did not go away. The repair is not complete. An additional report will be sent if additional information is provided.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10. The getinge field service engineer (fse) then replaced the video generator board and executive processor board at the same time, which resolved the issue and the "iabp may require maintenance message" to disappear. The unit passed all safety and functional tests and is cleared for clinical use.